Event description:
The nurse entered a patient's room at the request of the patient. The patient told the nurse that there was a significant amount of air in the IV tubing. The patient's vital signs were stable. The patient denied shortness of breath, or any other respiratory related symptoms.